Event description:
Customer requested a log review for pca programming, etco2 settings and history, respiratory measurements and any alarms. Customer reported that patient expired but also stated the patient likely died from causes not associated with the pca infusion. Details of event and programming are as follows: patient with multiple co-morbidities was post-op for fractured ankle due to multiple falls. She was doing well post-op with checks every 2 hours and etco2 values within normal limits. Morphine pca was set up starting at 1515 with 1mg dose/30mg syringe; lock-out 8 min; 4 hr limit 30mg; with loading dose of 2mg at set up if needed. Morphine ran from 1515-2225 for total of 16mg. The patient had toradol and norco 1 tab at 1804. The patient didn't feel morphine was helping much so order for dilaudid was received and started at 2225. Pca dose 0.4mg; lock out 10 min; 4 hr dose limit 6mg. Continuous rate of 0.4mg/hr. Ended at 0430 for total of 3mg. Syringe is 5mg/25ml. The customer felt the pt was not using an unusual amount of narcotic. The nurse had checked and repositioned the patient 45 mins prior to the event and she was fine. Around 0400 on (B)(6) 2012, the etco2 alarmed and the patient was found in full arrest with apnea and asystole. Resuscitation effects were unsuccessful. Customer suspects that the patient may have suffered a pulmonary embolus. Autopsy results were requested but none were available. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). The request for a log review was completed. The review of the logs showed no error codes nor interruption of infusion had occurred. The pca was initially performed at 3:17 pm on (B)(4) 2012 with morphine at rate, dose, lockout and max limit as reported. At 10:36 pm on (B)(4) 2012, hydromorphone was programmed at rate, dose, lockout and max limit as reported. There were multiple etco2 alarms for no breath detected and low respiratory rate throughout the evening, and 16 such alarms between 11:20 pm and 12:20 am on (B)(4) 2012. The etco2 monitor was then turned off. At 4:09 am, the etco2 module was accessed and the monitor began searching but no pt was detected. The alarm was then silenced several times. At 4:21 am the pca infusion was stopped and turned off. No conclusion can be made for this investigation since there was no allegation of a product fault.